Event description:
The patient's wife called to report that the patient had placement a cypher stent placed in left anterior descending lesion for an unknown reason. Approximately three years later patient experienced a heart attack and a 100% occluded stent in left anterior descending lesion. The patient had two additional unspecified stent's placed in left anterior descending lesion. Patient experienced damage to the heart wall and remains hospitalized in stable condition.

Manufacturer narrative:
(B) (4) stent in lcx, aspirin, plavix: 2005. The product(s) are not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint and confirmed that the device(s) met quality requirements for product acceptance. Additional information has been requested and will be submitted within 30 days of receipt.

Manufacturer narrative:
It is our intention to report conservatively when information is not available. Thrombosis and myocardial infarctions are known potential adverse events associated with stent implantation procedures. Narrowing of the in-stent lumen and cessation of antiplatelet therapy in combination may lead to the formation of blood clot and thrombus formation. Thrombus formation decreases the amount of blood flow to the cardiac muscle inducing an mi. Based on the limited information available, it is not possible to draw a conclusion about a clinical relationship between the device and the events.